Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that system was replaced after she had fallen twice on the implanted side. The patient¿s concomitant medications included myrbtriq.

Event description:
The patient reported a return of symptoms since (B)(6) 2016, they cannot adjust stimulation as of (B)(6) 2016, and are not feeling stimulation. It was mentioned that the patient fell twice on the same side as the implant, once on (B)(6) 2016 and then another on (B)(6) 2016. As a result the patient was hospitalized and sent to a care facility for rehab. The patient is also unable to connect using the patient programmer (pp) and stated it has been 1-2 years since last seeing their healthcare provider (hcp). Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.